Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other company products that were used in the study: navx; duodecapolar; flexability; chilli. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a total 155 patients underwent epicardial ablation of ventricular tachycardia (vt) between 2004 and 2016. Among them, 1 patient developed cerebrovascular accident in no adhesion group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿incidence and significance of adhesions encountered during epicardial mapping and ablation of ventricular tachycardia in patients with no history of prior cardiac surgery or pericarditis¿. The purpose of this study to describe the incidence of pericardial adhesions and explore their impact in patients without prior cardiac surgery or pericarditis. Suspect device is an open or closed-loop irrigated thermocool ablation catheter, however catalog and lot number is unknown